Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was a loose connection on the supply bag. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a loose connection on the supply bag, which caused this alarm. The patient had two bags connected; one was empty and it appeared to have become disconnected from the supply line. The hp confirmed that they properly tightened the connection before the start of the therapy. Renal therapy services (rts) advised the hp to cycle the power off/on to clear the alarm and assisted the hp to start over using new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.